Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 26 mmol/l at the time of incident. The customer's blood glucose was 30 mmol/l at the time of hospitalization. The customer stated that they experienced nausea. The customer stated that there were no air bubbles, time and date was correct and there were no setting issues found. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.